Event description:
Caller reported that the pump battery was not charging, despite not receiving any power source alert. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Caller had attempted to charge the pump using a wall outlet without success, even after leaving it plugged in for 30 minutes, and tried different cables and adapters. Technical support instructed the use of a different wall outlet, which resolved the charging issue. Although the pump began charging, a decision was made to replace the pump. Customer was advised to use multiple daily injections (mdi) as a backup therapy, place the pump in storage mode, and return it within 10 days using a pre-paid label.